Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported ¿ignition from active cord¿ of the maryland bipolar forceps (mbf) instrument. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the base of the mbf instrument jaws was burned and fire was observed. Bipolar energy was activated when the issue occurred. The mbf instrument was connected properly. The force triad generator was used with setting macro 60. The instrument was used for about two hours before the issue occurred. The mbf instrument was used with a fenestrated bipolar forceps (fbf) instrument. The instrument did not collide with other instrument or tool during the procedure. Carbonized tissue was adhered to the instrument. There was no patient injury. The procedure was not delayed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on both bipolar yaw pulleys, near the grip. The instrument passed the electrical continuity test in both grips. Additionally, the instrument was found to have a frayed grip cable at the distal end of the yaw pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.